Manufacturer narrative:
No button error alarm noted. The device had intermittent button response due to moisture damage on keypad traces. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was stressing out. She stated she was weeding earlier and had the device in her bra. Customer's blood glucose was unknown. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.